Manufacturer narrative:
Continuation of d10: 6935m72 implanted (B)(6) 2017; 511211 lead implanted (B)(6) 2018; 511211 lead implanted (B)(6) 2018; 5071-53 lead implanted (B)(6) 2017; 5071-53 lead implanted (B)(6) 2017; 401258 lead implanted (B)(6) 1984. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapies to the patient and the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times. It was further reported that the right ventricular (rv) lead triggered lead integrity alerts (lias) due to high rate-non-sustained episodes, oversensing, non-physiologic/sensing integrity counter (sic) with one thousand two hundred ninety-nine short v-v intervals, noise, undefined high pacing impedance, and undersensing saved on electrograms and in addition, appeared to result in intermittent capture due to a lead fracture. On the day of extraction, imaging and interrogation of the device were performed and inappropriate sensing in bipolar and integrated bipolar mode could be observed and with arm movement showed an increase of oversensing. The crt-d, ra lead, and rv lead were subsequently replaced. No further patient complications have been reported as a result of this event.